Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain, cloudy pd effluent, and fever. The cause of peritonitis and treatment rendered was not reported. The outcome for this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Manufacturer narrative:
(B)(4). Two weeks after hospitalization, the patient was discharged from the hospital and recovered from the event of peritonitis.